Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: I have had several nurses report that over the last few weeks they have noticed some of the 20g IV catheters being very slow to retract. The nurses who have made these observations are preop nurses who start several ivs every day and have worked with these specific IV catheters for years. They are expressing concern for potential needle stick. I spoke with the charge nurse and she reports that the preop nurses there have also made the same observation.

Manufacturer narrative:
The complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. Unused 20g insyte autoguard units from lot #4305273 were provided for investigation. A functional test revealed that the retraction time of some needles exceeded the 1.0 second requirement. The retraction time appeared to be associated with the dispersion of gel that was added around the spring. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
Additional information received. The customer initially indicated that they had reported this event via medwatch. They have confirmed that they do not have a medwatch report number needed to relate this record. The customer indicates possibly 30 patients but is not sure. As the customer responded, "guessing about 30 patients", since the number of occurrences is unknown, we record as 1.

Event description:
Additional information: on 18 july 2025: I received a confirmation email from the FDA medwatch team on 7/3/2025 (same day it was reported) acknowledging that my report was received. There is, however, no report # indicated. That's a really difficult thing to say. I'm guessing about 30 patients but that's a total guess.